Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that /hour glass/no readings/sensor error in status box occurred. The sensor was inserted into the upper buttocks on (B)(6) 2023. The reporter stated on (B)(6) 2023, it took 30 minutes to receive the alert for the error message, and that as the patient was in a different room during the time of the event. The patient already lost consciousness by that time. An ambulance was called and once the paramedics received, the patient received intravenous treatment with glucose. The patient was brought to the hospital where blood and urine tests were done, but no further treatment was needed. At an unknown point after treatment the blood glucose reading was 42 mg/dl. The patient was discharged after spending around 8 hours in the hospital, and at the time of the report the patient was stable. Data was provided for evaluation. A review of performance data shows that the patient's low alert was set to 60 mg/dl. The urgent low alert is fixed at 55 mg/dl. Data investigation shows that from 2:00 to 3:00 pm on (B)(6) 2023, the patient was experiencing stable readings ranging from about 80 - 120 mg/dl. The patient then experienced a period of brief signal loss from 2:57 pm to 3:27 pm. The availability of backfilled data shows that the patient's estimated glucose values were in target range when the signal loss started, with the first estimated blood glucose value (egv) reading 123 mg/dl at 2:57 pm. However, her values quickly began to fall after that, dropping below the urgent low alert threshold at 3:17 pm with an egv of 54 mg/dl. They dropped further to low (less than 40 mg/dl) at 3:22 pm. By the time the signal returned at 3:27 pm, the egv was still low and the patient received a visual urgent low alert. At 3:32 pm, the patient received a second urgent low alert, this time at half volume, again with an egv of low. At 3:37 pm, the patient received a third urgent low alert, this time at full volume, again with an egv of low; this alert was acknowledged four minutes later. The patient's values crossed back into target range shortly afterwards with an egv of 63 mg/dl at 3:47 pm. The patient then experienced a period of brief sensor error from 3:52 pm to 4:32 pm, after which her egv read 312 mg/dl and was steadily decreasing. Although sensor error was observed on the alleged incident date, the duration of the sensor error was less than an hour. However, the sensor error was not determined to be associated with the hypoglycemic event. Thus, the reported complaint of sensor error over an hour was not confirmed, and the probable cause of the hypoglycemic event was signal loss less than an hour. No additional patient or event information is available.